Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged while using the tandem-provided usb cable and wall adapter. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.